Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down unexpectedly, and the touchscreen was unresponsive after the customer turned the pump back on. Additionally, the wake button was unresponsive and the battery gauge reportedly displayed a red letter "c" in place of the battery level. The customer's blood glucose (bg) level was in the 400 mg/dl range. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.